Event description:
It was reported that the extravascular (ev) lead exhibited a spike in ring 2 to coil 2 pacing impedance and triggered an alert. In clinic testing revealed variable in range and out of range (oor) pacing impedances on ring 1 to coil 2 as well as oor high voltage impedances on both coils. The lead was suspected to be fractured. The lead was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The d2 exposed defibrillation conductor of the lead fractured in-vivo. There were 3 suture marks on the anchoring sleeve of the lead. The anchoring sleeve was located at 34 cm where the suture marks could be seen on the overlay tubing, this was 4.2 cm from the blue marker on the lead and 7.5 cm from the proximal cross groove of the d2 coil. The exposed d2 coil was fractured at the proximal cross groove at 41 cm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.